Manufacturer narrative:
(B)(4). There is not an appropriate results code available. A device history record review was performed on the epidural catheter with no relevant findings. The catheter and snaplock adapter were received connected together. The returned snaplock revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used. Biological material was present between the catheter coils. Also, the coils of the catheter appear to be slightly offset at approximately 9cm (ruler (B)(4)) from the proximal end of the catheter. Microscopic examination of the catheter revealed a cut in the extrusion at the same location where the coils are offset. No other defects or anomalies were observed. Other remarks: during a functional leak test, a leak can be seen coming from the same location where the coils were offset. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the nurse found a solution leak from the catheter during use. As a result, the catheter was replaced by a new one. The user stated that the removed catheter was damaged. The patient's condition was reported as fine.